Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had low blood glucose of 68 mg/dl, the insulin pump was not working correctly, it was alarming, squirting the insulin out during manual prime process and the drive support cap was protruded. Nothing further was reported.